Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation, on march 21, 2017, confirmed that the tissue pad was severely worn. There were contact marks on the surface of the probe and the metal part of the jaw each other. When we closed the grasping section and activated seal mode, seal short circuit error was not occurred. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and no coagulation are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). There is a possibility that the error occurred since the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The no coagulation was caused by automatic output stopping due to the error. The instruction manual of the device has already warned as follows; warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during an uncertain procedure. During use, it was reported that no coagulation with the device. It was not reported that whether the device was replaced and whether the procedure was completed. There was no patient injury reported. The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation, on march 21, 2017, confirmed that the tissue pad was severely worn.